Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda appears to be related to pre-existing patient anatomy (rotated heart). The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, are a known possible complications associated with triclip procedures. The reported serious injury/illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, a triclip was successfully implanted and was stable on the septal leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. At the beginning of (B)(6), the patient returned for a transthoracic echocardiogram (tte), where it was determined that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the septal leaflet. Tr was grade 3 after slda. Per the physician, the slda was due to the pre-existing patient anatomy.